Event description:
It was reported that difficulty was encountered during removal of the catheter after 16 hours of use. When the physician continued to pull on the catheter, it separeated with a portion remaining in the pt. The piece of catheter remains in the pt at this time, and a decision regarding removal has not been reached.